Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (50 mg/dl). Customer's health care recommended a new basal rate to be added to the pump settings. Tandem technical support guided the customer through adjusting the pump settings. Customer brought bg levels back to target range with glucose tablets.